Event description:
Customer reported cracks in the insulin pump where the reservoir goes. The blood glucose reading was 125 mg/dl. Customer stated that she was unaware of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.